Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation. A clinical evaluation was conducted and per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the operative report indicated the acetabular component was implanted at approximately 20-25° anteversion and during the revision the cup was noted to be anteverted significantly. It is unknown to what extent the significant anteversion impacted the patient¿s pain. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes of the event could include, malposition of the device or improper device selection. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a right hip revision surgery due to severe pain and instability.